Event description:
It was reported that after proper pump connection, the surgeon observed bleeding between the cuff and the pump. The pump rotated without any forces was also noted by the surgeon. The pump was re-positioned and fixated with 4 additional sutures (3/0 prolene; cuff to pump). There was no bleeding and rotation after this corrective measure and the patient had no adverse consequences as a result of the event. The patient was in stable condition without issues and was to be discharged.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected section h1: corrected to malfunction report manufacturer's investigation conclusion: the report of bleeding between the apical cuff and the pump could not be confirmed through this evaluation. A specific cause for the reported bleeding and pump rotation could not be determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1, ¿introduction¿, of this document lists bleeding as an adverse an event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. No further information was provided. The manufacturer is closing the file on this event. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024.